Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved could not confirm the report. The handle and trigger cord were included in the return but the barrel and bands were not returned. An eval of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and the length of the trigger cord was measured within tolerance. The beads were verified for correct location. The barrel was not returned so an eval of its condition could not be performed. The olympus gif-h180 endoscope used during this procedure is compatible with the mbl-6-ov device. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because all of the device components (particularly the barrel) were not returned. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope and cautions the user not to place lubricant inside the barrel. The caution label on the device lists the recommended endoscope size for each multi-band ligator. The caution label on the device instructs the user to "ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged". The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to lace lubricant inside the barrel. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook 6 shooter saeed multi-band ligator was used. All of the bands were placed in the esophagus without difficulty. After deploying the bands, when the doctor was removing the endoscope, the barrel of the ligator detached and fell into the esophagus. Forceps were used to retrieve it. The detached barrel was removed from the pt's esophagus with forceps. Other than the previously placed bands, no section of the device remained inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.